Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tubes there was a broken lid/cap. The following information was provided by the initial reporter. The customer stated: "the cap (shield) of the tube was found to be damaged before use. The affected product was thus not used."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged cap with the incident lot was observed. The root cause for damaged cap was determined to be attributed improper alignment of the stopper and/or shield during the assembly process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tubes there was a broken lid/cap. The following information was provided by the initial reporter. The customer stated: "the cap (shield) of the tube was found to be damaged before use. The affected product was thus not used."